Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 63. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 63 alarm was confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump was received with minor scratches on the lcd window and case.